Event description:
It was reported that 21 bd ultra-fine¿ nano pen needles easyflow¿ technology were unable to deliver insulin or medication. The following information was provided by the initial reporter : the patient reported that the 4mm needles are clogged but does not have the past batches and that of the last batch of 20 needles half bent at the time of insertion on the skin and the other half in the flow test, the insulin does not come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : unknown ¿ device expiration date : unknown. ¿ device manufacture date : unknown. Lot # : 1027018 device expiration date : 31-jan-2026. Device manufacture date : 27-jan-2021. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 2nd. Related complaint for (needle clog) on this lot # 1027018. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. No review of the complaint lot history check for (needle clog) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch # 1027018 was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No lot history review can be carried out for the lot number # unknown.